Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was received for evaluation. Evaluation of the returned device revealed that the telescope assembly was not able to properly pullback and advance. During image characterization testing, no image appeared in the system due to electrical open at proximal. The complaint device was sent for x-ray analysis to further characterize the electrical failure. Based on the x-ray images, the electrical failure was a result of a broken coax cable in the hub and imaging core wind up in the hub assembly were observed. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as: 2134265-2014-03473, 2134265-2014-03476. It was reported that auto pullback failed. The opticross¿ was inserted to the motor drive unit(mdu) after set up. The device failed to perform automatic pullback. They reconnected the sled and the catheter several times but the issue was not resolved. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).

Event description:
Same case as: 2134265-2014-03473, 2134265-2014-03476. It was reported that auto pullback failed. The opticross was inserted to the motor drive unit(mdu) after set up. The device failed to perform automatic pullback. They reconnected the sled and the catheter several times but the issue was not resolved. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.